Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
No new investigation was completed for this complaint as this malfunction was previously investigated and reported by emdr 3004022368_2019_00002. The issue has been determined to be a software defect. This issue is caused by the invalidation of only the last control point, instead of invalidating the entire beam, when only the stop angle of valid conformal arcs in the beam spread sheet is edited. A fix for this issue has already been implemented in the current software release. However, the issue would be identified during a review of the plan and secondary quality assurance checks in accordance with standard care prior to initiating treatment. There have only been 3 reported complaints of this issue out of 535 sites that have the involved software versions and no reports of patient harm.

Event description:
The customer has a vmat plan that won't deliver on the machine. No patient impact. Inspection shows that one of the arcs crosses the 180 degree (i.e. Pa) position. Support has determined that this is a known issue that can occur when the gantry stop angle is changed in the beam spreadsheet, where the machine limits are not checked.